Manufacturer narrative:
During the quality investigation testing, the customer's concern was confirmed; the device was running without activation. Further investigation revealed a broken bearing and corrosion damage to the mid speed motor and the press plug. The corroded mid speed motor was identified as the primary cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair because, it was running on its own. The event was discovered during routine maintenance testing. No adverse event was associated with the device.